Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during infusion of fluorouracil. The expected infusion time was 7 days and after 9 days of infusion the pump was still half full. There was no report of patient injury or medical intervention associated with this event. No additional information is available.